Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user experienced a gradual decline in hearing with the device after tens-type neck treatments. During this time an increase in impedances was noted. Subsequently, the recipient was no longer able to hear with the device. Before this, the user was apparently doing very well with the device. The user was re-implanted in november 2019. Activation of the new device went very well.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced a gradual decline in hearing with the device after tens-type neck treatments. During this time an increase in impedances was noted. Subsequently, the recipient was no longer able to hear with the device. The magnet was removed to do an MRI because of meningeal hernia. The user was re-implanted in (B)(6) 2019.